Event description:
Information received by medtronic indicated that the customer was passed away on (B)(6) 2023 due to heart and renal failure. Troubleshooting was performed and the blood glucose value was 222 mg/dl at the time of hospitalization and pump was not worn at the time of passing. The customer was not using a sensor. The customer will discontinue using the insulin pump and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6)2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 dailytotalofbolusinsulindelivered = 20.6 (B)(6)2023 dailytotalofbolusinsulindelivered = 7.8 (B)(6) 2023 dailytotalofbolusinsulindelivered = 14.2 (B)(6) 2023 dailytotalofbolusinsulindelivered = 8.9 (B)(6) 2023 dailytotalofbolusinsulindelivered = 4.9 05/11/2023 dailytotalofbolusinsulindelivered = 0 (B)(6) 2023 dailytotalofbolusinsulindelivered = 0 there were no boluses listed on the event date (B)(6) 2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6)2023 04:46:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 04:56:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 08:50:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 09:00:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 09:42:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 09:52:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 202 3 10:03:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 10:04:17.000 batteryremoved (B)(6) 2023 10:04:17.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 10:05:04.000 batteryinserted the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the customer's battery in the pump is low on power. No delivery (7) not confirmed. Low battery alert (104) not confirmed. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (svn (B)(4). (B)(6) 2023 14:45:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2023 14:55:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2023 18:59:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 19:09:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 20:31:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 20:37:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 20:47:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 19:21:00.000 batteryremoved (B)(6) 2023 19:21:00.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 19:21:00.000 batteryinserted (B)(6) 2023 19:21:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 19:31:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 19:39:13.000 batteryremoved (B)(6) 2023 19:39:13.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 19:39:28.000 batteryinserted (B)(6) 2023 08:09:17.000 batteryremoved (B)(6) 2023 08:09:17.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 08:09:18.000 batteryinserted (B)(6) 2023 08:09:18.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 08:10:14.000 batteryremoved (B)(6) 2023 08:10:14.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 08:10:16.000 batteryinserted (B)(6) 2023 08:10:16.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 08:10:21.000 batteryremoved (B)(6) 2023 08:10:21.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 08:10:24.000 batteryinserted 03/06/2023 08:10:24.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 08:20:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 09:54:08.000 batteryremoved (B)(6) 2023 09:54:08.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 09:54:20.000 batteryinserted (B)(6) 2023 16:27:25.000 batteryremoved (B)(6) 2023 16:27:25.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 16:27:42.000 batteryinserted the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. However, the test battery was removed and reinserted with no unexpected failed battery test alarm noted and the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No delivery after estimate zero (8) not confirmed. No delivery (7) not confirmed. Failed batt test (58) unknown. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (svn (B)(4). (B)(6) 2023 14:45:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2023 14:55:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2023 18:59:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 19:09:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 20:31:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 20:37:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 20:47:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 19:21:00.000 batteryremoved 03/05/2023 19:21:00.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 19:21:00.000 batteryinserted (B)(6) 2023 19:21:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 19:31:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 19:39:13.000 batteryremoved (B)(6) 2023 19:39:13.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 19:39:28.000 batteryinserted the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. However, the test battery was removed and reinserted with no unexpected failed battery test alarm noted and the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No delivery after estimate zero (8) not confirmed. No delivery (7) not confirmed. Failed batt test (58) unknown. The pump passed the functional testing. Failed batt test alarm unknown. Battery cap damage (confirmed) and corroded battery tube (confirmed) were found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.